Manufacturer narrative:
Follow-up received on 05-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 210 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain. This event is serious due to reported disability (event led her to work-related problems and unspecified problems with movements) and listed in the reference safety information for essure. Pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. Since this event led her to work-related problems and unspecified problems with movements, seen as disability, and no further information can be obtained, this case is regarded as incident. Other non-serious events were informed. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(4) on 04-aug-2016. The most recent information was received on 28-sep-2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a 31-year-old female patient who had essure (batch no. A78076) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural pain ("painful placement"). On an unknown date, the patient experienced back pain (seriousness criteria disability and intervention required), hypersensitivity ("allergic complaints"), dyspareunia ("pain during coitus"), pain in extremity ("pain in leg"), abdominal distension ("swollen abdomen"), hypovitaminosis ("vitamin deficiency"), oedema peripheral ("fluid in ankles and lower legs"), hypothyroidism ("underactive thyroid"), burnout syndrome ("burnout") with amnesia, disturbance in attention and fatigue, dry skin ("dry patches in the face") and hernia ("hernia"). The patient was treated with surgery. Essure was removed. At the time of the report, the back pain, hypersensitivity, dyspareunia, pain in extremity, abdominal distension, hypovitaminosis, oedema peripheral, hypothyroidism, burnout syndrome, dry skin and hernia had resolved and the procedural pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, back pain, burnout syndrome, dry skin, dyspareunia, hernia, hypersensitivity, hypothyroidism, hypovitaminosis, oedema peripheral, pain in extremity and procedural pain with essure. Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-sep-2020: new reporter added. This non-medically confirmed, spontaneous case report received via regulatory authority refers to a 31-year-old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain. Upon receipt of follow-up, this case became legal. It was reported that essure coils was removed. This event is serious due to reported disability (event led her to work-related problems and unspecified problems with movements) and considered anticipated in the reference safety information for essure. Pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. This case was regarded as incident because a device removal was required. Other non-serious events were informed. According to technical analysis (batch number reviewed) a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained.

Manufacturer narrative:
The below report was received by health authority igz - inspectie voor de gezondheidszorg (reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 06-jan-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("lower back pain") in a 31 year-old female patient who had essure inserted (lot no. A78076) for sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced procedural pain ("painful placement"). An unknown time later she experienced back pain (seriousness criteria disability and intervention required), hypersensitivity ("allergic complaints"), dyspareunia ("pain during coitus"), pain in extremity ("pain in leg"), abdominal distension ("swollen abdomen"), hypovitaminosis ("vitamin deficiency"), oedema peripheral ("fluid in ankles and lower legs"), hypothyroidism ("underactive thyroid"), burnout syndrome ("burnout") with disturbance in attention, amnesia and fatigue, dry skin ("dry patches in the face"), hernia ("hernia"), abdominal pain ("abdominal pain"), arthralgia ("hip pain"), headache ("headache"), fatigue ("fatigue"), amnesia ("memory loss"), heavy menstrual bleeding ("changes in their menstrual cycle abnormally heavy blood loss") and premature menopause ("early menopause") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (salpingectomy). Essure was removed. At the time of the report, the back pain, hypersensitivity, dyspareunia, pain in extremity, abdominal distension, hypovitaminosis, oedema peripheral, hypothyroidism, burnout syndrome, dry skin, hernia, abdominal pain, arthralgia, headache, fatigue, amnesia, heavy menstrual bleeding, hormone level abnormal and premature menopause had resolved. The outcome of procedural pain was unknown. The reporter considered abdominal pain, amnesia, arthralgia, fatigue, headache, heavy menstrual bleeding, hormone level abnormal and premature menopause to be related to essure administration. No causality assessment was received for essure with regard to procedural pain, hypersensitivity, dyspareunia, pain in extremity, back pain, abdominal distension, hypovitaminosis, oedema peripheral, hypothyroidism, burnout syndrome, dry skin or hernia. Diagnostic results (normal ranges are provided in parenthesis if available): unspecified date: blood tests - results not provided. Quality-safety evaluation of ptc: for essure: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. The most recent follow-up information incorporated above includes data received on: 06-jan-2023: new events hip pain, back pain, headache, fatigue, memory loss, changes in their menstrual cycle, abnormally heavy blood loss, hormonal problems, early menopause added. Reporter added. Outcomes updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority igz - inspectie voor de gezondheidszorg (reference number: (B)(4)) on (B)(6) 2016. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("lower back pain") in a 31 year-old female patient who had essure inserted (lot no. A78076) for sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced procedural pain ("painful placement"). An unknown time later she experienced back pain (seriousness criteria disability and intervention required), hypersensitivity ("allergic complaints"), dyspareunia ("pain during coitus"), pain in extremity ("pain in leg"), abdominal distension ("swollen abdomen"), hypovitaminosis ("vitamin deficiency"), oedema peripheral ("fluid in ankles and lower legs"), hypothyroidism ("underactive thyroid"), burnout syndrome ("burnout") with disturbance in attention, amnesia and fatigue, dry skin ("dry patches in the face"), hernia ("hernia"), abdominal pain ("abdominal pain"), arthralgia ("hip pain"), headache ("headache"), fatigue ("fatigue"), amnesia ("memory loss"), heavy menstrual bleeding ("changes in their menstrual cycle abnormally heavy blood loss") and premature menopause ("early menopause") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (salpingectomy). Essure was removed. At the time of the report, the back pain, hypersensitivity, dyspareunia, pain in extremity, abdominal distension, hypovitaminosis, oedema peripheral, hypothyroidism, burnout syndrome, dry skin, hernia, abdominal pain, arthralgia, headache, fatigue, amnesia, heavy menstrual bleeding, hormone level abnormal and premature menopause had resolved. The outcome of procedural pain was unknown. The reporter considered abdominal pain, amnesia, arthralgia, fatigue, headache, heavy menstrual bleeding, hormone level abnormal and premature menopause to be related to essure administration. No causality assessment was received for essure with regard to procedural pain, hypersensitivity, dyspareunia, pain in extremity, back pain, abdominal distension, hypovitaminosis, oedema peripheral, hypothyroidism, burnout syndrome, dry skin or hernia. Diagnostic results (normal ranges are provided in parenthesis if available): unspecified date: blood tests - results not provided. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Follow-up information received on 17-oct-2016 from patient via letter in which she holds bayer liable for the damage caused: on (B)(6) 2013 the patient had essure (lot number a78076) as sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up examinations and treatments and the xenobiotic material, known as the essure coils, has been removed. After this patient was free from complaints. Because of the complaints in the time that the essure coils were in patient's oviducts patient was being impeded for a long time in her normal daily functioning and patient suffered from injury, among others in the area of employment and training. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a (B)(6) year-old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain. Upon receipt of follow-up, this case became legal. It was reported that essure coils was removed. This event is serious due to reported disability (event led her to work-related problems and unspecified problems with movements) and considered anticipated in the reference safety information for essure. Pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. This case was regarded as incident because a device removal was required. Other non-serious events were informed. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Updated product technical complaint with lot number is expected. Further information is expected.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 08-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2013 essure (fallopian tube occlusion insert) was placed. This spontaneous case report was received by regulatory authority in (B)(6) on 08-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2013 essure (fallopian tube occlusion insert) was placed. In an unspecified date she experienced lower back pain, allergic complaints, pain during coitus, pain in leg, swollen abdomen, vitamin deficiency, fluid in ankles and lower legs, burnout (tiredness, memory loss, concentration problems), and dry patches in the face. Those events led her to work-related problems and unspecified problems with movements. In an unspecified date she contacted her physician and had appointments with a few doctors (gynecologist and physiotherapist). She also had blood tests performed; however the results were not provided. She had a nuclear magnetic resonance imaging (MRI) which diagnosed underactive thyroid and hernia. She was treated with unspecified medication. No assessment regarding the relationship between the events and essure was provided. Company causality comment:this non-medically confirmed, spontaneous case report received via regulatory authority refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain. This event is serious due to reported disability (event led her to work-related problems and unspecified problems with movements) and listed in the reference safety information for essure. Pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. Since this event led her to work-related problems and unspecified problems with movements, seen as disability, and no further information can be obtained, this case is regarded as incident. Other non-serious events were informed. Technical analysis has been requested. No further information could be obtained.

Manufacturer narrative:
Follow-up received on 16-nov-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). Lot number a78076 manufacturing date: 2013/03 expiration date: 2015/11 sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. Follow up information received on 22-nov-2016: no further information could be obtained (no consent for follow-up received). (B)(4). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 23-nov-2016 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 211 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain. Upon receipt of follow-up, this case became legal. It was reported that essure coils was removed. This event is serious due to reported disability (event led her to work-related problems and unspecified problems with movements) and considered anticipated in the reference safety information for essure. Pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. This case was regarded as incident because a device removal was required. Other non-serious events were informed. According to technical analysis (batch number reviewed) a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained.